Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
It was reported that while using night aligners, the patient's dental provider sent a letter of recommendation (lor) to cease treatment because the patient has deep pockets of 4-6mm in posterior areas, a chip on the #3 crown, a cavity on #2 and mobility.